Event description:
It was reported that the pt's pump and catheter were explanted and replaced, due to infection at the location of the pump pocket. The pt recovered without sequelae. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.